Manufacturer narrative:
(B)(4). An open clamp on an unused supply line is a known cause of this alarm. Also, the patient also did not verify if the patient line was properly primed before connecting and initiating therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was an open clamp on an unused supply line. The patient also did not verify if the patient line was properly primed before connecting and initiating therapy. The technical service representative reviewed proper procedures and assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.